Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted in pt without the use of an introducer sheath for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. The pt's iliac arteries were reported to be moderately tortuous and severely calcified. It was reported that as the device was being advanced in the pt's iliac artery it kinked and the pt's iliac artery was ruptured. The physician performed a retroperitoneal cut down and controlled the bleeding and the pt's blood pressure. A conduit was placed and deployment of the stent graft was successfully completed. No additional sequelae were reported and the pt is reported to be fine.